Event description:
It was reported that riata defib pacing lead impedance and sensing decreased, high threshold was also observed. The lead was capped and replaced. Patient condition was fine.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.